Event description:
A ventilator was returned to the manufacturer for foam remediation. The device was not in patient use. During the final evaluation it was unable to read unit information due to communication error. Device came in without a power cord, device came in with a passive porting block. The repair evaluation confirmed the following complaints initial power-up, dc port missing, bottom misaligned, and the pb port cracked. No repair was performed. The unit is not needed for inventory, and it will be scrapped.